Manufacturer narrative:
(B)(4). The customer reported that a pin broke off of the therapy cable and got stuck in the defibrillator's therapy port. The opcheck pads test failed. There was no reported patient involvement. Philips evaluated the device and confirmed the failure. The therapy port was replaced to resolve the problem. The device passed all post-servicing testing and was returned to use.

Event description:
The customer reported that a pin broke off of the therapy cable and got stuck in the defibrillator's therapy port. The opcheck pads test failed. There was no reported patient involvement.